Manufacturer narrative:
(B)(4). Eval results and conclusions: vessel perforation, small, severely diseased and tortuous vessels. Device would not track through the iliac artery.

Event description:
A talent captiva stent graft system was implanted in a pt for the endovascular treatment of a 16 mm thoracic aortic ulcer, approx one month ago. The vessels were small, severely diseased and tortuous. It was reported that the device would not track through the iliac artery. The device was removed and the vessel was dilated with an 18 french dilator. It is suspected that the dilator perforated the iliac artery at the level of the hypogastric artery bifurcation. Another manufacturer's iliac limb was used to cover the perforated vessel successfully and the thoracic stent graft was implanted to cover the ulcer. No further clinical sequelae was reported and the pt was fine.